Event description:
A malfunction alarm identified as malf 12 was reported, but there was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, assisted with the reset, and confirmed that the malfunction did not reoccur. The customer was instructed to continue using the pump and to contact technical support if the issue recurred, which the customer acknowledged and understood.